Manufacturer narrative:
The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The probes and the reaction cells were cleaned. Cleaning maintenance was performed on the ise system. Calibration and controls were run. The calibration appeared abnormal. The electrodes were replaced and the issue was corrected. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the na electrode on a cobas 8000 ise module. No questionable results were reported outside of the laboratory. The sample was repeated on the same analyzer or a different analyzer at the site. It is not known which analyzer was used for repeat testing. The initial values were below the assay reference range and the repeat values were within the reference range. The first sample initially resulted in a na value of 131.7 mmol/l. The sample was repeated, resulting in a value of 138.4 mmol/l. The second sample initially resulted in a na value of 131.6 mmol/l. The sample was repeated, resulting in a value of 137.3 mmol/l.